Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reportability was reassessed on march 12, 2025. On october 31, 2024 the safety review team (including the vp of medical affairs) established that flow rate failures +5% to + 15% would not lead to the harm of a patient. The severity of this failure is 1 -inconvenience or temporary discomfort. Our evaluation concludes that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference complaint #: (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate failed at the deviation of 4.97%. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to this issue. A routine maintenance test on a pump revealed that its performance for flowrate % fell outside acceptable limits. Following this detection, the pump was recalibrated, successfully resolving the issue. A corrective and preventive action (CAPA) has been initiated to investigate and identify the root cause of the performance deviation. Reference to complaint (B)(4).